Manufacturer narrative:
As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ b.5 additional information was added. H.6 code 1886 was added due to new information received. H.10 instructions for use were added for the new code. B.7 revised percentage as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-14973. G.1 revised reporting contact email since initial manufacturer device report number 1220648-2024-14973 was submitted in accordance with updated procedures. G.2 added selection that was inadvertently omitted from initial manufacturer device report number 1220648-2024-14973.

Event description:
It was further reported that an impact study reported that the patient on impella 5.5 support developed hemolysis with a definite relationship to the impella device. Hemolysis was eventually resolved. It was further reported that the patient had a prolonged length of stay in the hospital probable related to the impella device.

Event description:
The complainant reported a patient with unknown race and ethnicity undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced bleeding at the access site and there might be a "possible" relationship of the impella to the groin bleed for this axillary placed impella 5.5 pump. A transfusion recorded lists of four units of red blood cells. It was reported that the patient was taken urgently to the operating room for left groin hematoma evacuation which revealed 1.5 hematoma and bleeding from muscle perforators. The hematoma cavity was hemostatic at end and was packed with combat gauze and wound vac was placed. The patient is stable post procedure.

Manufacturer narrative:
A.5 is unknown. The investigation has been completed. The product or data logs were not returned. The root cause of the access site bleeding was most likely patient condition since the impella was implanted through the axillary site whereas the bleeding/hematoma had occurred on the groin site.